Event description:
New information received states that another instance of post paced t wave oversensing was observed via a merlin transmission. The patient was asymptomatic. Further programming changes were implemented.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up when post paced t-wave oversensing was observed. The device was reprogrammed.